Event description:
Loosening of the anatomic® tka (posterior stabilized femoral component cemented size 7 and anatomic® tibial base plate for fixed bearing insert cemented size 6), 61 months after the implantation. The incident was detected during the patient clinical monitoring by the surgeon on (B)(6), 2023. The implantation was performed on (B)(6), 2018. Involved devices: anatomic® posterior stabilized femoral component, cemented, size 7 (reference and batch number not communicated). Anatomic® tibial base plate for fixed bearing insert, size 6, cemented (reference and batch number not communicated). Anatomic® fixed bearing insert size 6, thickness 10 (reference and batch number not communicated).

Manufacturer narrative:
No review of manufacturing history records could be performed as the list of devices was not communicated by the healthcare facility. The review of the internal vigilance database shows 5 similar incidents related to post-operative loosening of a anatomic posterior stabilized femoral component cemented. The rate is (B)(4) (based on anatomic posterior stabilized femoral component cemented global sales between 2013 and september 2023). It was noted that all these incidents were reported by the same healthcare facility. The review of the internal vigilance database shows 9 similar incidents related to post-operative loosening of a anatomic tibial base plate for fixed bearing insert cemented. The rate is 0.0118% (based on anatomic tibial base plate for fixed bearing insert cemented global sales between 2013 and september 2023). It was noted that 6 of the 9 incidents were reported by the same healthcare facility. The analysis of the patient file recorded during the clinical monitoring doesn't reveal any element which could explain the loosening of the femoral component. It was noted that the patient was previously operated for tibial valgus osteotomy (tvo) knee with significant 15° varus deformity. Complex knee may be at the origin of the loosening of tibial, but in the absence of an x-ray, it's difficult to confirm. Without explant, reference, batch number, x-rays, no further investigation can be performed. In conclusion and according to the elements in our possession, the origin of the loosening after 5 years remains undetermined.